Event description:
The account reported the side rail will not raise to the latch position. No pt injury reported.

Manufacturer narrative:
The technician inspected the bed and found the side rails all function as designed. No repair needed the side rails all function as designed. Based on this information, no further action is required.